Event description:
Pt was being maintained on the experimental air therapy bed. The mattress suddenly deflated. The pt's body dropped gradually over approx 7 seconds about 4 or 5 inches to the bed frame. The drop caused tension and pulling on the trach tube by the ventilator tubing. The trach cuff was pulled up to the incision where it was readily visualized. The trach cuff required 60 mm of air pressure to prevent leakage, therefore insertion of a replacement trach was accomplished.